Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that a patient underwent a breast reduction procedure on (B)(6) 2014 and suture was used. During the procedure, the needle pulled off of the suture and fell into the patient. The needle was found after an extensive search. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.